Event description:
The customer reported on (B)(6) 2013 at 12:10 pm her blood glucose was reading 285 mg/dl. She did a water workout and she ate a peach. Until now she admitted that she had not done any boluses to help lower her bg. Upon deactivation she noticed the cannula looked kinked. She was able to activate a new pod and her bg had dropped down to 230 mg/dl at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.